Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2015, a (B)(6) y/o, female patient with a bmi of 24.8, underwent implantation of a insert tib 3 17mm knee post stab cnstrn and insert tib 3 17mm knee post stab cnstrn. On (B)(6) 2018, approximately 35 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not returned for evaluation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00411 and 1038671-2020-00412.